Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a tibial nail was removed due to an infection. The patient was originally treated for a distal tibia fracture on (B)(6) 2014. It was reported that on an unknown date, the patient¿s wound developed pus and on an unknown date the surgeon confirmed by culture that the patient had developed an unknown type of infection. The patient's hardware was explanted, antibiotics were administered and surgery was successfully completed. There was no surgical delay, the product is not being returned. This is report 7 of 7 for (B)(4).